Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increasing shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen and a 1.1 joule shock was delivered and shock impedance measurements were noted to be 119 ohms. The programmed configuration was changed to rv coil to can and the physician will continue monitoring and perform 1.1 joule shocks on a yearly basis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the ICD and rv lead were explanted and replaced due to continued high out of range shock impedance measurements. The root cause was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in 2 segments severed 114 millimeters (mm) from the terminal pin with the mid-body portion missing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned segments of the lead was performed. Visual observation noted calcification on most of the proximal spring electrode, partially on the distal spring electrode, and residual on the lead body insulation. Although the lead segments passed electrical testing, laboratory analysis concluded that the presence of calcification created a non-conductive barrier between the lead¿s shocking coil and the heart tissue, resulting in the reported clinical observations.